Event description:
On 17-jun-2026, it was reported that on (B)(6) 2026 the user experienced hyperglycemia with a reported highest blood glucose of 1,093 mg/dl, resulting in diabetic ketoacidosis requiring hospitalization. The user was treated with intravenous insulin and intravenous fluids. The user recovered and resumed ilet therapy following discharge on (B)(6) 2026.

Manufacturer narrative:
The user experienced diabetic ketoacidosis requiring hospitalization after transitioning from contact detach infusion sets to inset infusion sets. During follow-up, the user reported manually inserting the inset infusion set in the same manner as a contact detach infusion set rather than deploying the infusion set with the supplied insertion device. As a result, insulin delivery was likely compromised. Engineering review found no evidence of device malfunction, and device logs demonstrated expected device operation throughout the reviewed period. The investigation determined the reported event was most consistent with incorrect infusion set deployment following transition to a different infusion set type. The user received education regarding proper inset insertion technique and available training resources. No device malfunction was identified. This event is reportable because the use error resulted in a serious injury requiring hospitalization. If additional information becomes available, a supplemental MDR will be submitted.